Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave iabp generated a fiber optic module failure alarm and hemodynamics (vital signs) were not present on the monitor. The customer tried several times to re-insert the fiber optic cable but calibration failed. At first no other iabp was available so the customer tried using central lumen which had a flush hook-up but had clotted off. The iabp was swapped out to continue therapy but received the fiber optic sensor failure message. It was later reported that the patient expired. The customer has not indicated that the patient's death is attributed to the iab. A separate report will be submitted for the cardiosave iabp.